Event description:
It was reported that during patient use, "liquid leakage occurred from the blue connector area". Adverse patient effects are unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two (2) pictures provided for evaluation; picture one shows an l-70 product without its original packaging, picture two shows a leakage at joint between the return and tube. One sample was received without its original packaging label, in used condition, and decontaminated inside a plastic bag. Visual inspection revealed delamination in joint between the connector and tube. A leak test was performed, and the unit failed the leak test. The reported failure mode is confirmed. The root cause is the lack of solvents. Procedures not followed. Production personnel was made aware of the importance of adhering to manufacturing procedures. The product's history records were reviewed and there were no non-conformances issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).